Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump does not show any of the combo bolus, ez bg bolus, or ezcarb boluses in the pump history. The reporter states that t his was noticed in (B)(6). They reported that they checked the history and no occlusion alarms were found. The reporter stated that the issue also occurs when attempting to send the boluses from the meter. The reporter mentioned that the iob will show accurately as if the patient received the bolus but it does not appear in the bolus history on the pump. The reporter also mentioned that they checked the bolus history, and the bolus's referred to were not found in the bolus history. The reporter alleged that due to this issue the patient experienced a blood glucose (bg) of over 600mg/dl with symptoms of weakness and 1.2 ketones. The patient was treated with insulin injection and within two hours the patient's bg was down to 176mg/dl. Customer support advised the reporter to contact their healthcare professional for additional assistance if needed. This report is being made due to the alleged hyperglycemic event that the patient experienced due to allegation of a history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed no activity outside of normal use. The bolus history shows 'normal,' 'ez-carb,' 'ez-bg,' and 'combo' boluses. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The meter was not returned with the pump. The pump powered up normally and was successfully paired with the test meter. The pump was tested for 24 hours with no alarms. During testing, periodic boluses: 'normal', 'audio', 'ez-carb,' 'ez-bg,' and 'combo" were induced and successfully performed; all boluses were accurately recorded in pump history with the correct order and time. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no damage was found to the force sensor circuit or on the power circuit. No moisture ingress noted inside the pump. Unrelated to the complaint, the pump display screen was dim and faded.